Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported slda was due to patient condition (friable leaflets). The reported off-label use was associated with the use of the mitraclip device on the tricuspid valve. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report single leaflet device attachment (slda). It was reported that on (B)(6) 2019, a mitraclip procedure was performed to treat a mitral regurgitation (mr). One clip was implanted with no reported issue. On (B)(6) 2023, the patient was present with recurrent mr of grade 4. It was observed that the clip had detached from the posterior leaflet (single leaflet device attachment (slda)). Another mitraclip procedure was performed to treat the recurrent mr and stabilize the slda clip. The patient was presented with large p2 flail and friable leaflets. An nt clip was implanted on the mitral valve with no reported issue. However, after deployment, the clip had detached from one leaflet (single leaflet device attachment (slda)). In the physician¿s opinion, the slda was believed to be due to friable leaflets. Mr remained at grade 4. No additional clip was implanted on the mitral valve. The steerable guide catheter was then retracted to the tricuspid valve to treat functional tricuspid regurgitation (tr) grade 4 with friable and tethered leaflets. An xtw mitraclip was implanted with no reported issue. However, after deployment, the clip had detached from one leaflet (single leaflet device attachment (slda)). Another xtw clip was implanted to stabilize the slda clip. However, after the second xtw clip was deployed, the clip had detached from one leaflet (single leaflet device attachment (slda)). In the physician¿s opinion, the slda was believed to be due to friable leaflets. Final tr was reduced to grade 3-4. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information the additional mitraclip device referenced in b5 is filed under separate medwatch report number.